Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system, and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 104 mg/dl at the time of the incident. The device was not dropped, bumped, or exposed to moisture the drive support cap was sticking out, and customer did not press the cap while connected, as well as what caused the alarm and when it began. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm (B)(4) alarm due to motor error alarm. Pump passed displacement test, self test and (B)(4) error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.